Event description:
It was reported that the rn called for help switching out the intra-aortic balloon pump. They had an "issue with the display screen" and wanted to switch over to another iabp. Clinical support specialist (ccs) spoke with rn and they had already connected all of the cables, ECG, arterial pressure to the new iabp. They were concerned about disconnecting the helium (he) driveline. The css verified that all waveforms were displayed on the new iabp, a trigger was identified, they were in autopilot mode and he was in the tank. The css then instructed them to disconnected the he driveline from the old pump and connect to the new iabp. The css explained that the pump would automatically purge the air from the line. This was accomplished without complication. The pump is now pumping well with all waveforms present. The rn confirmed "good timing, augmentation and after load reduction". The css instructed her to flag the pump for biomed. The css asked if the rn had any other questions and the rn said "no".

Manufacturer narrative:
(B)(4). Device will not be returned for evaluation.